Manufacturer narrative:
H3) a software analysis was initiated as part of the investigation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system booted into grub menu when the representative attempted to pull the logs. Ts walked the representative through booting into recovery mode and discovered the time was incorrect. The representative then went back into the application and "not optimal for this system" was no longer present. The representative tested the demo model and could not replicate the issue. The 3d model resembled patient and the trace pattern was not on loose skin. The cad model showed the patient tracker in the correct place. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site had a failed registration. Trace registration was performed four times with registration metric between 8 and 10 millimeters. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The site reported that not optimal for this navigation system was present on image when load the exam.